Manufacturer narrative:
Aortic regurgitation in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Stenosis of an implanted valve may be a manifestation of structural valve deterioration, which can encompass multiple failure modes. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event. The device history record (DHR) review was not completed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency nor was one confirmed through investigation. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 21mm bioprosthetic aortic heart valve underwent a valve-in-valve procedure due to aortic stenosis and insufficiency. Implant duration of the pre-existing surgical valve is approximately 13 years, seven (7) months. The tavr was performed via tf approach with a 23mm transcatheter valve. Tee revealed no evidence of pvl or regurgitation. It was reported that the patient was doing very well.